Manufacturer narrative:
Cassette lot #:2101a052, exp date 07/018/2022. Cassette UDI #: (B)(4). Cassette kit #: v2101b487, exp date 07/27/2022. Cassette UDI #: (B)(4).

Event description:
The customer reported at total of 13 cassettes with indeterminate results. The customers documented that the initial cassette reported a positive result. The sample was ran a second time results reported were negative. The sample is then sent to a lab for rtpcr testing where results were reported negative. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.